Manufacturer narrative:
The patient reportedly fractured her tmj fossa component secondary to experiencing trauma to the right side. The surgeon plans to revise the device.

Event description:
The right fossa component is fractured.

Manufacturer narrative:
The patient reportedly fractured her tmj fossa component secondary to experiencing trauma to the right side. The surgeon removed abd replaced it with new devices.

Event description:
The fractured right fossa component was removed and revised with a new part.